Manufacturer narrative:
A field service engineer (fse) followed-up over-the-phone and the customer reported that the wash syringe was leaking. During troubleshooting with the fse over-the-phone, the customer found that the wash 3-way solenoid valve connector was loose, causing the leak. The customer proceeded to reconnect the wash 3-way solenoid valve connector. No further action was required. The aia-2000 analyzer was performing within manufacturer's specifications. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 15-apr-2018 through aware date 15-may-2019. There were no other similar events reported during the searched period. The aia-2000 operator's manual indicates to contact an authorized tosoh representative for analyzer repairs. The most probable cause of the reported event was due to a loose wash 3-way solenoid valve connector.

Event description:
A customer reported not being able to prime the wash solution due to a leaking wash syringe on the aia-2000 instrument. The customer requested service to address the issue. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of follicle stimulating hormone (fsh) patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.